Event description:
The customer reported there was no sound from the information center monitor for the 3rd floor south. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. No emergency treatment was required for the patient. No patient details are available.